Manufacturer narrative:
Corrected information provided in b.2., h.2., h.11. Based on the information received following submission of the initial report that the cutter did not work and there was no information about cutting and aspiration condition of cutter is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. 1644019-2024-03071. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that probe cutting and aspiration was not working during vitrectomy surgery. Another product was opened to complete the procedure. No patient impact was reported. This report pertains to probe involved in this reported event.